Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken IV pole. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: (event site postal code: (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken IV pole broken external edge of the ECG connector: no functional impact. - ECG connector external edge broken: no functional risk the k7 valve clicks but still no loss of performance, still within tolerances. - k7 noisy but no performance loss, all in the range. Large front saddle bag reinstalled - big saddle bag reinstalled. Printer not functional - printer out of order full functional control: ok - full functional control: ok there was no patient involvement, and no adverse event reported.